Event description:
Customer reported an unexpected negative reaction with capture-r ready-ID, lot id073 with cells 4 and 12 when testing a patient specimen containing anti-e on the galileo. Cloudy wells observed on the affected cells.

Manufacturer narrative:
Customer returned product for investigation testing. Twenty-seven unopened pouches of capture-r ready-ID (crrid) test wells, lot id073 were received. Five pouches were used for investigation testing. Gray residue was observed in the majority of the test wells in all 5 pouches. Humidity indicator was present in all pouches and appeared blue in color. Dessicant was present in all pouches. The presence of the e antigen was confirmed on returned and retention crrid, lot id073. Cells 4 and 12 exhibited the expected reactivity as did other e+ reagent red cells on the panel. Returned and retention products performed as expected; the cloudy wells did not impact performance of the product. Patient specimen was not returned for investigation testing.